Event description:
It was reported that the patient had an alarm during the weekend and the patient was instructed to come to the hospital for further evaluation and exchange of the modular cable. The patient exchanged the controller at home during the weekend.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 4 days (B)(6) 2022 ¿ (B)(6) 2022 and (B)(6) 2022 per time stamp). On (B)(6) 2022 at 11:06, the driveline power fault alarm activated due to a power a broken fault which coincided with a drop in current on line a. It remained active until the driveline was disconnected for a controller exchange at 11:20. The controller was turned on briefly on (B)(6) 2022 without the driveline connected. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller, serial number (B)(6), was not returned for analysis. Additional information indicated that the bent driveline was caused by the patient and since the mod cable exchange, no further alarms have been reported. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.